Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stimulation was high and caused them to jump from time to time. The patient reported no falls or trauma at the time, and that it was not positional. No additional complications or additional symptoms were reported.